Event description:
The customer reported a clear fluid leak of approximately 2 ml in the vicinity of pinch valve pv27 on the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument and the instrument generated initial count failure on patient samples. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and no injury or exposure was reported. There was no change or affect to patient treatment in connection with this event. The customer was contacted by beckman coulter to request for instrument printouts of the flagged patient results but no data was provided.

Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone. The customer identified the source of the leak at the I-beam tubing at pinch valve pv27 and the customer replaced the tubing to resolve the leak. The customer verified instrument's performance by running qc (quality control) and obtained passing results within specifications. The customer repeated all samples with flagged results following the repair and no further flags were generated. Failure mode is attributed to the I-beam tubing at pinch valve pv27.